Event description:
The incident was initially reported by the patient's attorney via legal claim. It is alleged that the patient has ongoing medical intervention and is awaiting corneal transplant due to injuries sustained. Per the allegations patient was using coopervision proclear sphere soft contact lenses and multiunica aqua sensitive contact lens care solution, manufactured by avizor (not a coopervision manufactured device). During investigation, additional medical information was received from treating physician at institut catala de retina, centre oftalmologic, barcelona. It is reported that the patient was seen for treatment on (B)(6) 2021 and diagnosed with corneal leukoma. The patient has a history of herpetic keratitis and acute dacryocystitis in the right (od) eye and corneal leukoma in the left eye. Exam showed herpetic keratitis in the left eye with infectious corneal ulcer and anterior uveitis. The right eye showed neovascularization and acute anterior uveitis. Physician states corneal leukoma was due to the corneal infection that may have been caused by the contact lens care solution. Cultures taken of the contact lens care solutions were positive for serratia liquefaciens. Further information on patient history was provided by the patients optometrist and purchase location, multiopticas (B)(6). The patient was first seen in (B)(6) 2021 and presented with poor vision, approximately 15% in one eye and 30% in the other bcva. The patient did not return to care at this office until (B)(6) 2021 when they reported that the contact lens care solution and artificial tears (unspecified device) had a foul smell but the patient continued use with them. The patient to the spanish association for the support of blind people (once) by (B)(6) 2021 due to the identified decrease in visual acuity. The patient states that in (B)(6) 2021 they had contacted avizor, the manufacturer of the contact lens care solution, who reported that microbiology records for the identified lot number were within specification. The patient had not reported any alleged issue or complaint with the contact lenses prior to the physician being made aware of the legal claim. This physician is not aware of any further medical information but is making an effort to obtain and will provide if available. Good faith efforts have been made, and are ongoing, to obtain additional information. This incident is being reported in an abundance of caution due to the allegation of serious nature of the injury and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As both right and left eye were involved and patient was wearing a different device in each eye, please refer to linked manufacturer report 9614392-2022-00023 for second associated device.

Event description:
This incident was initially reported under 9614392-2022-00024 on 13 october 2022 as an infectious corneal ulcer with allegation of ongoing medical intervention, while awaiting a corneal transplant due to injuries sustained. Additional information was received on 28 february 2024 the results of the corneal cultures for the left (os) eye, which indicated the growth of pseudomonas. However, no further information regarding treatments was provided. Should further information become available, a follow-up report will be submitted as appropriate. As both right and left eye were involved and patient was wearing a different device model in each eye, please refer to linked manufacturer report: (B)(4) 9614392-2022-00023 for second associated device.

Manufacturer narrative:
New relevant medical information received 28 february 2024. No root cause could be established. The relationship between the cooper vision device and the incident is unconfirmed. Manufacturers incident report is updated to reflect new details and the results of device manufacturing records review. As both right and left eye were involved and patient was wearing a different device model in each eye, please refer to linked manufacturer report: (B)(4) 9614392-2022-00023 for second associated device.